Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the pointer probe, and the drill were inaccurate. The nature of the inaccuracy was not provided. There was no patient impact and less than an hour of delay.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); section d references the main component of the system. Other medical products in use during the event include: 9735762, sw version: 2.1.0 (h3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.